Event description:
(B)(6). Same patient as: 2134265-2013-00060. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2012, the patient presented due to non acute myocardial infarction and unstable angina and was referred for cardiac catheterization. The target lesion being treated was located in the right posterior descending artery (r-pda). The lesion was 90% stenosed, 2.5 mm in diameter and 5 mm long. The lesion was treated with direct stent placement of a 2.5 x 12 mm promus element plus stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to chest pain and was hospitalized the same day. Electrocardiogram was performed 1 day later. Elevated cardiac enzymes were noted (peak ck-mb = 13.2 ng/ml, uln = 3.6 ng/ml; peak troponin I = 6.35 ng/ml, uln = 0.10 ng/ml) and was reported to have myocardial infarction. The patient was referred for cardiac catheterization. The event was considered not recovered/not resolved. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, electrocardiogram performed revealed flattening t waves in 3 and avf, elevated cardiac enzymes were noted (peak ck-mb = 13.2 ng/ml, uln = 3.6 ng/ml; peak troponin I = 12.60 ng/ml, uln = 0.10 ng/ml) and was reported to have myocardial infarction. The event was considered not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).